Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 30 mg/dl and 255 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The catalogue # on the initial report was incorrectly listed as 98803-01. Correct catalogue # is 98814.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory within 10 minutes. Additionally, (brand name) and (catalog #) of 30-day initial were incorrectly populated as medisense optium and 98803-01 respectively. Correct brand name is precision xtra and the catalog # is 98814. Correction 30-day follow-up #1 did not capture the correct product name.